Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows two maxcore devices placed within the package and the devices are partially visible and the product's labelling information is shown which matches with the tw details. The remaining three maxcore devices are captured in the related record. No other anomalies are identified. Therefore, the investigation is inconclusive for the reported failures as no objective evidence was provided for review of two devices. A definitive root cause for the reported failure to fire and failure to obtain sample issues could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using maxcore instrument. During the procedure, the instruments firing button became partially stuck, although it could still be pressed. No coaxial needle was used during the procedure. The procedure was completed using another device. There was no reported patient injury.